Event description:
It was reported via medsun (B)(4) that a shaft break occurred. Percutaneous intervention was performed on the 80% stenosis in the mid left anterior descending artery (lad), with stent placement. A 3.00mm x 12mm nc emerge balloon catheter was selected for post dilatation. The balloon shaft separated and bent the wiring system in the patient. The wire was retracted significantly to remove the balloon from the body. The procedure was completed without harm to the patient. No debris from the balloon was left in the patient. No additional information was provided.